Event description:
It was reported from canada that the attachment device did not hold the cutter device. During in-house engineering evaluation, it was observed that the device had failed temperature assessment. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The reporter¿s complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which caused the device to fail for temperature testing. Therefore, the reported condition was confirmed. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted, thus did not hold the cutter. If a cutter was able to be inserted with this type of damage and the device was run, it would create heat, vibration and/or noise. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.